Event description:
Reportedly, it was informed that the product was leaking during the use. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: customer report was confirmed. Rec'd (1) single dpt kit, model px260. Zero-stopcock was completely detached from uv bond joints with dpt housing. Indications of uv adhesive were present at both bonding areas (primary bond at stopcock luer and secondary bond at stopcock housing). (B) (4)